Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. The visual examination carried out revealed that cuts seen on the damaged optic area were to facilitate removal of the lens from the eye. Lenstec advises the that the user follow the instructions for use provided to ensure correct implantation of the lens. The cartridge was not returned but is compatible with the lens.

Event description:
Lenstec received an email indicating 'doctor stated that haptic was torn and was unable to properly insert so had to cut out. Another lens used. Enlarged incision-no patient injury'.